Event description:
Flashpak used. Instrument put in medium sized flashpak, in sterilizer for a 5 minute flash and when removed, the indicator did not pass. Instrument not put on sterile field. These flashpaks were all recently replaced by the company after a revision in their manufacturing process of the valve inside the flashpak. Revision occurred approximately 1 month ago. This incident occurred with a flashpak fitted with the replacement valve. The company did investigate and find a small burr in the hole of the valve. They changed their process, and then replaced all of the valves. We now have 2 more failures.